Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: evolutfx-29, serial/lot #: (B)(6) , ubd: 25-mar-2026, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the transcatheter aortic valve implantation procedure, computed tomography images were used to determine the valve size and the evolut 29 fx valve was used. During attempted implant, there was an alleged product issue. Theoperator attempted multiple times to implant the evolut 29 fx valve, but it failed to anchor properly in the native valve after the initial release and recapture. Due to the missed anchoring, the operator decided to use a larger valve, successfully implanting an evolut 34 fx valve instead. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the valve was received in its original packaging jar submerged in clear solution. All leaflets were in a closed position with a gap between all free margins. All leaflets were flexible and intact with signs of creases and imprints. All commissures were intact. The valve was discolored showing evidence of blood contact. The valve skirt was found to be compressed with creases and frame imprints along the outer wrap. The valve was submerged in warm saline. The frame expanded; however, appeared to retain a compressed state. The frame showed no signs of damages. A size 29mm inspection fixture was used to verify the frame size diameter of the returned valve. The inflow crowns touched the inner diameter black limits. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the delivery catheter system (dcs) was received without a valve loaded within the capsule. The device was received with the capsule partially opened. Delamination was observed over the nitinol reinforcing frame along the capsule. There was a bend along the stability shaft. The handle appeared intact. The device was returned with the end cap/screw gear snap fit connected. The deployment knob appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism appeared intact. The inner member shaft and spindle hub appeared intact with no evidence of damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the transcatheter aortic valve implantation procedure, computed tomography images were used to determine the valve size and the the evolut 29 fx valve was used. During attempted implant, there was an alleged product issue. The operator attempted multiple times to implant the evolut 29 fx valve, but it failed to anchor properly in the native valve after the initial release and recapture. Due to the missed anchoring, the operator decided to use a larger valve, successfully implanting an evolut 34 fx valve instead. No patient complications were reported as a result of this event. Additional information was received to report a pre-implant balloon dilatation was not performed on the native aortic valve. Using a non-medtronic guidewire, the starting position of deployment was at the bottom of the pigtail catheter and the cusp overlap technique was used. When the valve was deployed to 80%, it would dislodge aortic. A "lower" implant position at approximately 10 mm was attempted, but unsuccessful.

Manufacturer narrative:
Updated data: b5. A second paragraph was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.